Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error was confirmed based on the event log review but not during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. Nevertheless, the shovel connectors on the lm 34 probe to the pic 16 pcb were reseated as a preventive precautionary measure, as there may have had some intermittent technical problems that could not be directly identified during the functional testing. The event log review indicated four occurrences of tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The thermogard xp ivtm system passed functional testing. The tcmid:05 was not reproduced, however, the shovel connectors on the lm 34 probe to the pic 16 pcb were reseated to prevent future occurrence of the error message. No error messages were observed when the console was powered on after the shovel connectors were reseated. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error. The service manual states to come in for service. Patient care was not compromised, as the case had not started yet. No other patient information was provided. The customer obtained another console and was able to start the case on time. No impact or consequence to the patient.